Event description:
It was reported that the insulin pump had low battery life. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to a loose drive support disk. Unable to perform the no delivery test due to the motor error alarm. The insulin pump had normal operating currents. No off, no power or low battery alarms were noted.